Event description:
The infectious disease center has had a few lab tests that were compromised and rejected when they arrived at the lab without expected liquid in the aptima swab medium. Upon investigation our aca, who manages supplies, identified that some aptima multitest swabs from lot #289723 were empty in the packaging due to the caps on the containers being loose.